Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was able to duplicate the reported issue. Stryker replaced the control board, the protective board, the communication board, the hood and the compression module to solve the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation, stryker observed that the customer's device alarmed and paused. In this state the device would not be able to perform automated chest compressions, if needed. If a device malfunctions, the device operating instructions indicate that the user is to remove the device and immediately start manual chest compressions. There was no patient use associated with the reported event.